Manufacturer narrative:
Patient identifier and weight not available for reporting. Additional product code: hrs. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure to implant the variable angle locking compression plate (va-lcp) proximal ulna plate for a left ulna metaphyseal fracture on (B)(6) 2017. During the planned removal procedure on (B)(6) 2018, the head of the va locking screw in the most distal hole broke off. Attempts to remove the broken screw shaft resulted in increased blood loss under lumbar anesthesia. The screw shaft remains embedded in patient¿s bone. The plate and remaining screws were removed. Surgery was delayed approximately 30 minutes due to the broken screw. Concomitant devices reported: va-lcp proximal ulna plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) 2.7mm va locking screw 26mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: please note, this DHR review is for sterilization procedure only: part no.: 04.211.026s, lot no.: 9815064: manufacturing location: selzach, supplier: frueh ag, release to warehouse date: 05.feb.2016, expiry date: 01.jan.2026: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.211.026 / 9803382 was manufactured in us, monument: manufacturing location: monument, manufacturing date: 13-may-2015: part #: 04.211.026 (EU item no.) Lot#: 9803382 (non-sterile) - 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 26 mm. Quantities: (B)(4): components reviewed: part no: 04.211.026.999, 2.8mm ti screw blank 26mm lot no:7917173. Lot released to the blank storage on 02-feb-2015. Part 04.210.120.999, lot 7811769 was reviewed. Raw material for titanium part 23032 lot 6900508 received from supplier dynamet incorporate. Product certification received from dynamet meet specification. Raw material receiving/putaway checklist meets requirement. Inspection sheet for whirl threads, turn/thread head, flute final inspection meet inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. Only a portion of a screw head was returned. The screw shaft was not returned for analysis. Document/specification review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Tabulated relevant product drawing for the family of 2.7mm self-tapping variable angle locking screws with stardrive recess was reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional inspection: a dimensional inspection of features related to this complaint could not be performed because only a small portion of the screw head was returned. Conclusion: a definitive root cause could not be determined based on the provided information. It is possible that while removing the plate the plate was used as a lever arm causing the screw head to break off. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.